Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.

Event description:
It was reported that an x-stop case was revised within a couple of months. No other info was available.